Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that, when connecting the catheter to an infusion line, the female luer got cracked. Therefore, the stopcock was replaced with a new one. According to the clinical engineer of the hospital who reported the incident to our sales rep., it seemed to be caused by the excessive power of the md, not by defect of the product.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, when connecting the catheter to an infusion line, the female luer got cracked. Therefore, the stopcock was replaced with a new one. According to the clinical engineer of the hospital who reported the incident to our sales rep., it seemed to be caused by the excessive power of the md, not by defect of the product.

Manufacturer narrative:
(B)(4). The customer returned one stopcock for evaluation. Visual examination revealed multiple cracks in one of the luers. White coloration was observed around the cracks, indicating excessive force and/or torquing. The stopcock was functionally tested by attaching each luer to a lab inventory syringe filled with water. When the plunger of the syringe was depressed, water leaked through the cracks. The customer did not provide a lot number; however, a potential lot was determined through a sales history review for this customer. A device history record review was performed on the potential lot with no relevant findings. The IFU provided with this kit instructs the user, "connect all pigtails to appropriate luerlock line(s) as required". The customer report of stopcock leaking during use was confirmed by complaint investigation. The returned stopcock contained multiple cracks in one of the luers. The cracks were consistent with excessive force/torque being used on the luers and the customer noted that the cracks "seemed to be caused by the excessive power of the md, not by the defect of the product." A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Based on the sample provided , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that, when connecting the catheter to an infusion line, the female luer got cracked. Therefore, the stopcock was replaced with a new one. According to the clinical engineer of the hospital who reported the incident to our sales rep., it seemed to be caused by the excessive power of the md, not by defect of the product.